Event description:
It was reported that a user of the ilet contacted support for an ¿insulin set expired¿ alarm and a low insulin reservoir with 19 units remaining and was advised to change the infusion set the same day and to monitor remaining insulin; the user reported elevated glucose at 191 mg/dl. Customer care provided support that included technical support troubleshooting and user education regarding alarm function and infusion set maintenance. Investigation of this case revealed no device malfunction, with the alarm functioning as a reminder while insulin delivery continued; the event was associated with low reservoir volume and an infusion set due for change, with hyperglycemia temporally related to a meal. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.